Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, the patient "experienced swollen lower lips, bumps on soft tissue, taste was off with drinks" (unknown type). The device was worn for five days (exact dates unknown). The symptoms went away after the discontinuation of the device and the use of anti-histamine. There are no allergies noted. The patient to get an allergy test with their medical provider for definitive result.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4: is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7: is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for tracking and trending purposes.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. (Please see attached coa). Lot#epro4-11892209 was manufactured from june 01, 2022 and was assigned an expiration of june 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water (for cleaning). Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 9091 rev 5.0 (comfort h/s bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." Fmea review results in reviewing rpt 9028 rev 3.0 -risk assessment report for comfort hs splint, the reported issue has already been identified under the "customer related" process aspect. · failure mode - allergic reaction. · causes - patient is allergic to acrylics. · effects - patient injury · severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote; singular events, generally associated with special cause.) · risk mitigation - materials have been tested for biocompatibility per rpt 9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. Erkodent materials are acrylic free. While not a risk mitigation, information will be stated in the IFU warning about allergic reactions to the product. Device is acrylic free. · rpn final - 3 (low risk) in reviewing rpt 9028 rev 3.0 -risk assessment report for comfort hs splint, the reported issue has already been identified under the "customer related" process aspect. · failure mode - irritation of lips/ irritation of tongue · causes - localized irritation. · effects - patient injury · severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 1 (remote; singular events, generally associated with special cause.) · risk mitigation - materials have been tested for biocompatibility per rpt 9733. Additional cytotoxicity testing was performed on thermoformed materials subjected to solvents per rpt 12407. Erkodent materials are acrylic free. While not a risk mitigation, information will be stated in the IFU warning about the potential for irritation. · rpn final - 3 (low risk) this complaint will be kept on record for tracking and trending purposes.